Event description:
A customer contacted beckman coulter inc. (Bec) stating there was a leak of clear fluid dripping from under the coulter lh 750 analyzer. The customer was bleaching the flow cell and discovered that the bleach solution was leaking from under the ttm module. About 5 ml of the bleach/ water had leaked. There was no biohazard exposure to anyone, and no contact to open or broken skin or mucous membranes (such as the eyes, nose or mouth). No one sought medical attention. The laboratory technicians were using proper personal equipment (ppe) consisting of gloves and no face protection. There were no erroneous results reported out of the lab, no death or injury associated with this problem and no changes to any patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse found the sample line tubing had disconnected from the flow cell, and repaired leak. The root cause for the leak was the disconnected sample line. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).